Event description:
On 05/08/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.

Manufacturer narrative:
There are previous complaints #(B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 17, post-rework 6. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
Upon further evaluation, it has been determined that the reported failure mode does not meet the criteria to be classified as a complaint. Reportability was reassessed on feb 12, 2025. On october 31, 2024 the safety review team (including the vp of medical affairs) established that flow rate failures +5% to + 15% would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concludes that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference complaint #: (B)(4).